Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-01736. It was reported that both of the patient's leads migrated. The issue was confirmed via x-rays. In turn, surgical intervention was undertaken wherein both of the existing leads were explanted and replaced to address the issue.